Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. The electronic device-use logs were also provided. A review of the system logs showed abnormalities in the third press of the close key and it was noted that the user was unable to successfully retract the I-beam of the reload. It was noted that the handle was left to enter sleep mode. Upon reinitialization, the handle attempted to perform retraction of the connected reload. It was reported that the powered stapler twitched, the reload would not retract the knife blade, the jaws did not open and locked on tissue, and the adapter would not calibrate. The reported issues were confirmed. The most likely cause was traced to non-device related factors. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: pli 10: egia45amt; egia45amt egia 45 artic med thick sulu; (lot number: unknown) pli 30: sigadaptxl; sig power sigadaptxl linear xl adapter; (serial number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic roux-en-y gastric bypass, during creation of the gastrojejunal anastomosis, after firing, the surgeon saw the powered stapler twitch, then reload would not retract the knife blade. It was also stated that the jaws did not open and locked on tissue. The surgeon was instructed to press the quick-release button on top of the adapter while simultaneously pulling the stapling handle off the adapter. Upon connection to the adapter, the device did recognize a reload was attached but still gave a reload error message on the screen. The adapter could not be calibrated. When attempting to zero out the controls, forcing the knife to retract and open, the stapling reload remained in the locked position on the tissue. Since the reboot approach was unsuccessful, the surgeon was asked to use the manual retraction tool and instructed to remove the power stapling handle from the adapter by pressing the quick-release button on the adapter while pulling the handle off the adapter. She was asked to attempt retraction of the knife and open the jaws of the stapling reload by turning the manual retraction tool clockwise, the same direction as the arrow. The knife blade would not move from its position. Since the reload was articulated, the surgeon was asked to insert the manual retraction tool into the hole marked with a square on the proximal end of the adapter. If the stapling reload was oriented, the lower clamp cover was up, and the anvil was down, turning the manual retraction tool counterclockwise will articulate the reload to the right. Turning it clockwise will articulate the reload to the left. The reload would not move back to its centered position. The surgeon re-attempted retraction of the knife and opened the jaws of the stapling reload by turning the manual retraction tool clockwise, the same direction as the arrow, but the knife blade would still not move from its position. The surgeon had to utilize the energy device to remove the tissue from the jaws, then intracorporeally suture the anastomosis. There was a blood loss not grea ter than 500 cc due to the device problem, and surgical time was extended over an hour.